Manufacturer narrative:
Philips service replaced the suite pc, reinstalled the software, and reset the system, which is now fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a system restarting issue after boot-up on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.